Event description:
Physician was performing a laparoscopic right inguinal hernia repair and securing the mesh using the absorbatack fixation device. The physician felt he had used maybe 15 of the 30 loads when the device stopped tacking. Another absorbatack was opened and used to complete the procedure.======================manufacturer response for fixation device, absorbatack,(per site reporter).======================manufacturer provided rga# for product return evaluation.